Event description:
The customer reported 28 false positive results with the ID now covid-19 assay for multiple patients performed between (B)(6) 2021. This MFR. Report addresses lot 1034503 and is five (5) of five (5). The customer reported a false positive result with the ID now covid-19 assay. Pcr confirmation testing generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025956 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1034503, test base part number 190-430 / lot: 1034503. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034503 showed that the complaint rate is 0.02%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the dates and times of the false positive results were not provided. However a possible assignable root cause is sample interference or cross contamination. MFR ref reports 1221359-2021-03448, 1221359-2021-03449, 1221359-2021-03450.